Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd plastipak ¿ - 3-piece syringe experienced poor perforation on packaging. The following information was provided by the initial reporter: there is no breakage groove in the packaged syringes and the second packaging part is always empty(second syringe missing). Means there are much less syringes in the total package than the total package describes.

Manufacturer narrative:
Investigation summary: photos received by our quality team for investigation. Upon visual evaluation, it can be observed two strips joined by the short edge, and empty package. A device history review was performed for lot 2202063, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the teams investigation, possible root cause is associated with maladjustment in the crosscut of blisters, if strips of unitary packaging are not correctly separated, an empty strip is not correctly discarded and therefore, it can be packaged in the case.

Event description:
It was reported that 2 bd plastipak ¿ - 3-piece syringe experienced poor perforation on packaging. The following information was provided by the initial reporter: there is no breakage groove in the packaged syringes and the second packaging part is always empty(second syringe missing). Means there are much less syringes in the total package than the total package describes.